Event description:
It was reported that the programmer was unable to interrogate implantable heart devices. Multiple normally functioning radiofrequency programmer heads were used. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to interrogate and therefore the link electronic module (lem) board was replaced and calibrated. It was further reported that the upper hinge plate was cracked and it was replaced. (B)(4).